Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the caller wanted a device longevity estimate. A baseline estimate was given. The physician wanted to replace the device so they would not have to go back in the pocket in 1-2 years. It was also reported that there was unexpected battery longevity and premature battery depletion. The device was removed and replaced. It was also reported that the patient heard a beeping noise. The right ventricular (rv) lead was oversensing and the lead was fractured. The device was turned off. Since the patient was dependent and unable to capture on the rv the health care professional made additional programming adjustments. A revision was planned at the same time the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5594-45, lead, (B)(6) 2004; 1158-t, lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.